Event description:
According to the reporter: the dr had several pts that experienced the suture spitting when used on the subcuticular closure. Redness and irritation were present and she felt cosmesis was compromised. All pts were fine otherwise. The dr also felt that scarring was more significant. The knot was extruded, and an add'l office visit was needed.

Manufacturer narrative:
(B)(4).